Event description:
On (B)(6) 2012, patient reported the protective rubber on the up button wore off the infusion device, and the up button will not respond unless he uses a tooth-pick. The down button still responds, but the protective rubber is also worn. Patient has used this infusion device since 2011, and it is worn in a case. The infusion device was not dropped or exposed to moisture or humidity. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.